Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the procedure, the physician advanced the guide catheter and guidewire to the target lesion. The guidewire was reported to have ¿jumped¿ into the aneurysm due to the movement of the guide catheter and the patient¿s head; therefore, the physician advanced the microcatheter (subject device). The guidewire was reported to be distal to the microcatheter and vessel perforation was detected. The physician was able to stop the bleeding within minutes by coiling the aneurysm and the procedure was completed successfully with no complications to the patient. No further information is available.

Manufacturer narrative:
Event date: the reported date of the event is estimated. The subject device was disposed of by the hospital.

Event description:
It was reported that during the procedure, the physician advanced the guide catheter and guidewire to the target lesion. The guidewire was reported to have ¿jumped¿ into the aneurysm due to the movement of the guide catheter and the patient¿s head; therefore, the physician advanced the microcatheter (subject device). The guidewire was reported to be distal to the microcatheter and vessel perforation was detected. The physician was able to stop the bleeding within minutes by coiling the aneurysm and the procedure was completed successfully with no complications to the patient. No further information is available.